Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient smelled insulin, felt wetness on her clothes and had leakage. No further information was available.